Manufacturer narrative:
Failure analysis noted that the pump passed basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to overwritten files. They were unable to confirm the excessive no delivery alarms due to the motor error alarms. The pump had cracked reservoir tube lip, cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 16 mmol/l. The customer was trying to do a set change when the pump alarmed and the settings were cleared. The customer had not treated but does have a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.